Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The last two have unravelled whilst using... Retained in body [foreign body in reproductive tract] unravelled whilst using- tampon [device breakage] case narrative: relative reported via email that the tampon unraveled while her daughter was using. No injury was reported.

Event description:
The last two have unravelled whilst using... Retained in body [foreign body in reproductive tract]. Unravelled whilst using- tampon [device breakage]. Case narrative: relative reported via email that the tampon unraveled while her daughter was using. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Unravelled whilst using- tampon [device breakage] case narrative: relative reported via email that the tampon unraveled while her daughter was using. No injury was reported.